Event description:
It was reported the patients ipg had depleted. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg did not communicate with lab utilities. Since the patient parameters were not provided, an estimate of longevity could not be performed. Since communication with the ipg was unsuccessful, the ipg case was cut open to access the battery. The ipg battery voltage was below the minimum necessary for communication. A lab standard battery was connected to the ipg to enable further electrical testing. Electrically the device operated within expectation during analysis.

Manufacturer narrative:
The event of ipg depletion was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.